Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
It was reported that the desktop charger (dtc) connector pins had broken off inside the ins recharger (insr), the patient was able to remove the broken pins from the insr but the dtc would not charge the insr. The battery of the insr was empty and pt reported that the ins had turned off due to ins battery depletion because they were unable to recharge using insr. No symptoms or additional complication were reported.

Manufacturer narrative:
Product ID 97754 (B)(4) product type recharger product ID 37761(B)(4) product type recharger : analysis of the 37761 (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.